Manufacturer narrative:
The device was discarded and will not return. The investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Event description:
This report is being filed due to tissue injury during xt mitraclip use, and a mitral valve replacement. Patient ID: (B)(6). It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) grade 4+, with posterior leaflet 2 (p2) prolapse extending laterally into a posterior flail. A xtw mitraclip was successfully implanted. An xt mitraclip advanced. Reportedly, there was difficulty with visualization due to shadowing of the first implanted clip. The xt mitraclip was difficult to grasp, and unable to maintain capture of the posterior leaflet, and posterior leaflet damage occurred. The device was removed without issue and not implanted. An nt mitraclip was successfully implanted. The post-procedure mr was grade 3-4 and 4+. Reportedly, the mr was not able to be reduced due to valve distortion. The event is being assessed against the xt mitraclip with tissue injury associated. On (B)(6) 2022, a mitral valve replacement was performed, explanting the two implanted mitraclips. The event required prolonged hospitalization. Reportedly, there was no device malfunction. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported difficult or delayed positioning (leaflet grasping) and positioning failure (leaflet capture-clip not implanted) appear to be due to challenging patient¿s anatomy (posterior leaflet prolapse and posterior flail). The reported image resolution was difficult due to the shadowing of the first clip. Unspecified tissue injury and mr are listed in the instructions for use as a known possible complication associated with mitraclip procedures. Based on the information provided, the unspecified tissue injury (tissue damage) resulting mr appear to due to the leaflet grasping (difficult or delayed positioning). The hospitalization and surgical intervention were the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.